Event description:
The reporter stated the haptic of an aq2015a silicone aspheric three piece model lens broke in the injector during loading. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.